Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the patient suffered cardiac arrest and became unconscious during an endoscopic submucosal dissection (esd) procedure for stomach tumor using the subject device. The user facility canceled the intended procedure and performed resuscitation treatment on the patient. The heart of the patient reportedly re-started moving but the patient remained unconscious after the procedure. It was also reported that there are no abnormality in the subject device and the user facility continues using of the subject device after the event.